Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed prompts to connect a continuous glucose monitor (cgm) or enter a blood glucose value after the user started a dexcom g7 continuous glucose monitor (cgm) sensor only in the dexcom app and did not pair or start the sensor on the ilet, and the pairing code on the ilet did not match the code the user had entered in the phone. No adverse clinical symptoms reported. Outcomes included the user entering a blood glucose value into the ilet to continue therapy while the sensor warmed up and was properly started on the ilet. User support included troubleshooting and education with the user to start the sensor on the ilet, verify pairing codes, and bridge dosing by manual bg entry. Investigation of this case revealed user setup error with incorrect or missing pairing and sensor start on the ilet, consistent with an integration and use-related issue between the ilet and dexcom g7. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup and pairing, addressed by education and correct device configuration.